Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was red cell hang up. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "red cells were hanging up on the sides of the tube and rbc's getting past the gel".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd received 10 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and red cell ring was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for red cell hang up and red cell ring was not observed. Bd was unable to duplicate the customer¿s indicated failure, red cell ring and red cell hang up because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up and red cell ring based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was red cell hang up. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "red cells were hanging up on the sides of the tube and rbc's getting past the gel".